Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost weight and the ipg site became uncomfortable. Surgical intervention was undertaken on (B)(6) 2025 and the ipg was moved up. During the procedure the physician cut the lead, and the lead was then explanted and replaced. The investigation did not determine which lead attributed to this issue.